Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a surgery it was found that the tubing was connected in the wrong way. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 29-dec-2020: the surgeon has identified the reported issue when the fluid came out of the shaver. It was further reported that the fluid entered the shoulder.